Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133908.

Event description:
It was reported that the patient's lead is fractured, confirmed by x-ray. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: d4: serial number should have been (B)(6) instead of (B)(6); lot number should have been a000133908 instead of a000127258; expiration date should have been nov 13, 2024, instead of jun 20, 2024; UDI number should have been (B)(4) instead of (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the left lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was explanted and replaced.